Event description:
It was reported that the customer was hospitalized due to high blood glucose, and she was treated with the insulin pump. It was stated that the customer was vomiting. The mother stated that the customer was in the hospital for a few hours and then she was released. The caller mentioned that while the customer was in the hospital they noticed the cannula was bent, which have caused her glucose level to rise. The mother declined to troubleshoot at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.